Manufacturer narrative:
Additional information was received that the battery position which was sitting firm in the skin and rubbing in some raw areas caused the blister. The patient underwent a revision procedure wherein the battery was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain, tenderness and soreness around the ipg site. Blister type spot was also noted above the ipg site. Ultrasound confirmed that the ipg was too medial and too lateral.

Event description:
A report was received that the patient had pain, tenderness and soreness around the ipg site. Blister type spot was also noted above the ipg site. Ultrasound confirmed that the ipg was too medial and too lateral.